Event description:
Pt involved in vehicular accident. Pt had severe head injuries. Paramedic attempted to intubate pt. Laryngoscope blade broke. This is a disposable blade with a light filament which came apart from the blade. This is the third incident of this nature with this product.